Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not seem to be lasting as long as the clinician thought it would. It was noted that the right ventricular lead has high capture threshold and low impedance having an impact on high current drain. Reprogramming was done and the device and lead remain in use. No patient complications have been reported as a result of this event.